Event description:
It was reported that the patient was experiencing burning sensations and feeling of a knot in her neck. The treating physician referred the patient to the surgeon for consult, and it was reported on (B)(6) 2012, that the patient was scheduled for surgery with possible generator replacement at that time. Clinic notes dated (B)(6) 2012, were received indicating that the patient was tolerating vns well without adverse effects. Attempts for additional information from the treating physician have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2012. The explanted generator was received by the manufacturer, however product analysis has not been completed to date. The return product form indicated the reason for replacement as battery depletion.

Event description:
Analysis of the explanted generator was completed, and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.